Event description:
The customer reported that they were confused about the pacing functionality during use on a patient. This defibrillator is new to them and they were expecting the pacing functionality to behave differently. They were able to figure out how the pacing worked. There was no negative impact to the patient.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.